Event description:
Opened a new box of soft contact lenses and they did not feel right. Wore them and then tried 2 more pairs and they did not feel "right" either. Same eye ended up getting an ulcer in it and I am on antibiotics for a week.